Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported rupture. This record relates to unknown side. Device status is unknown.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe as it is a medical event that is not related to the device. -granuloma:unable to observe as it is a medical event that is not related to the device. -lump/nodule: unable to observe as it is a medical event that is not related to the device. -lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy, granuloma and silicone migration.

Event description:
Health professional reported extracapsular rupture of right device and axillar lymphadenopathy. Healthcare professional also reported ¿two siliconomas of 13 and 10,3 mm in right axillar region, corresponding to nodule that is palpable in the right axillary region¿ via ultrasound, ¿nodule of 3.5 x 2 cm yellow in color with cystic zones" via pathology and capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.

Event description:
Health professional reported extracapsular rupture of right device and axillar lymphadenopathy. Healthcare professional also reported ¿two siliconomas of 13 and 10,3 mm in right axillar region, corresponding to nodule that is palpable in the right axillary region¿ via ultrasound, ¿nodule of 3.5 x 2 cm yellow in color with cystic zones" via pathology and capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.

Event description:
Health professional reported extracapsular rupture of right device and axillar lymphadenopathy. Healthcare professional also reported ¿two siliconomas of 13 and 10,3 mm in right axillar region, corresponding to nodule that is palpable in the right axillary region¿ via ultrasound, ¿nodule of 3.5 x 2 cm yellow in color with cystic zones" via pathology (not device-related) and capsular contracture, baker grade ii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Granuloma: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Silicone migration: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.